Event description:
Mother a male reported the pt experiencing frequent e4 (occlusion alarms) and high blood glucose issues. In 2006, the pt received an e4 and his blood glucose was at 20 mmol/l (360 mg/dl) and the mother changed the cartridge, adapter, and infusion set. On the morning of the following day, the pt's blood glucose was 17.5 mmol/l (315 mg/dl), and the mother stated that the luer lock/tubing connection looked separated. The mother stated that the luer lock/tubing connection looks like the inner tubing has separated which she thought was the cause for the occlusion alarms. The tubing was changed and the pt's blood glucose was lowering after delivering a correction bolus. The pt's symptoms of high blood glucose were thirst and frequent urination. The pt did not report assistance by a healthcare professional or second party to address the issue.

Manufacturer narrative:
Product was requested to be returned for evaluation. Issue described to agency in recall.